Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported one (1) controller that was switching batteries continuously and earlier than expected. There was no reported patient injury related to this event. The controller was taken out of use and new equipment was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation, the controller passed visual inspection and functional testing, and the patient claim could not be reproduced. The most likely root cause of the reported event can be attributed to suspect batteries that were not being fully charged, or possibly that the batteries are getting weak, causing battery switching to occur. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from austria that the patient stated the controller was switching power sources continuously, earlier than expected. The facility performed a controller exchange, removed the controller from service and provided the patient a replacement device. The controller was returned to the manufacturer for evaluation. No harm or injury to the patient was reported as a result of this incident.